Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing communication issues with her scs ipg and the charger. A company representative met with the patient and, the charger would not locate the ipg at all. The patient programmer would only locate the ipg intermittently. X-ray taken indicated the ipg appeared to be flipped. Surgical intervention may be taken to address the issue.